Event description:
The user reported that during use of this suture hook, it broke when trying to pick up tissue. The broken piece was retrieved without injury to the patient and the surgery was completed using a back-up suture hook.

Manufacturer narrative:
Investigation results: to date this device has not been received for evaluation. A follow-up report will be sent upon receipt of this suture hook and completion of an investigation. Invoice date for this unit is 10/22/2009. Warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk off hook or needle breakage and unintentional patient injury may result. Precautions: do not exceed five (5) procedures per limited reuse suture hook. Do not attempt to use suture sizes outside of the range between size 2-0 to size #1 or suture may not pass. Do not attempt to pass more than one strand of suture at a time or the suture may not pass. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.